Event description:
It was reported that a pt underwent an unk surgical procedure on (B)(6) 2011 and suture was used. During the procedure, the needle point broke during the suturing. The broken piece did not fall into the pt. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.